Event description:
During insertion of tesio catheter, when pulling back guidewire, tip remained in pt's right atrium. Soft j-wire tip "sheared off" and was retrieved using interventional radiology. No open surgical retrieval was necessary. Pt outcome good. No injury or lasting effect.